Event description:
It was reported that the system produces an error code. During trouble shooting, it was determined that the hand piece had an abnormally high capacitance. There was no pt consequence.